Manufacturer narrative:
Evaluation of the fracture surface of the returned device was inconclusive as the fracture surfaces are not viewable without altering the condition of the returned device. Although it cannot be confirmed, it is possible that the fracture resulted from torsional load placed on the crossbars if they were near the distal end of the shaft component.

Event description:
It was reported that patient underwent femoral fracture reduction procedure on (B)(6) 2011. During the procedure, the device fractured and the bone could not be positioned correctly. A delay of greater than thirty minutes occurred as a result.

Event description:
It was reported that patient underwent femoral fracture reduction procedure on (B)(6) 2011. During the procedure, the device fractured and the bone could not be positioned correctly. A delay of greater than thirty minutes occurred as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert (B)(4) that state under care and handling: instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment,are cracked or have other irregularities, do not use.

Manufacturer narrative:
Further investigation into the reported event revealed this complaint is due to misuse. The proper techique was not used.